Event description:
Resident was being turned by staff member for incontinence care. Resident leaned on side rail. The rail broke and resident fell to floor. Injuries included facial lacerations requiring sutures and extensive bruising.